Event description:
Pt reported that after inserting a new insulin cartridge, adapter, and infusion set, the insulin never came through the infusion set tubing when primed. Device generated a cartridge/adapter alert, and a small amount of insulin had entered the insulin cartridge compartment. Pt alleged that infusion set tubing was at fault for insulin leakage. Pt's blood glucose was not affected, and no treatment was received.